Manufacturer narrative:
Complaint investigation underway.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection. The dissection was addressed with an unplanned additional stent.

Manufacturer narrative:
Complaint investigation is completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection. The dissection was addressed with an unplanned additional stent.